Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had stopped using the charging system because he was experiencing a jolting sensation while recharging the ipg. It was reported the pt wanted the scs system to be removed, and was to contact the physician to explant the system.